Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device could not be conducted. The data presented in the aged article, ¿coblation tonsillectomy versus dissection tonsillectomy: postoperative hemorrhage,¿ did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4). Article: belloso, a., chidambaram, a., morar, p., & timms, m. S. (2003). Coblation tonsillectomy versus dissection tonsillectomy: postoperative hemorrhage. The laryngoscope, 113(11), 2010-2013. Https://doi.org/10.1097/00005537-200311000-00029.

Event description:
It was reported that on literature review coblation tonsillectomy versus dissection tonsillectomy: postoperative hemorrhage, after a surgery with an evac 70 wand, one patient had primary bleeding requiring return to or. No further information is available.